Event description:
It was reported that the patient swallowed a merocel sponge with string. The patient was x-rayed and the sponge was located. Multiple attempts to obtain additional information as to the status of the patient have gone unanswered.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no device analysis has been performed, the device was not returned. Numerous attempts to identify the product number and lot number have gone unanswered. Per product's instructions for use: nasal dressings, epistaxis packings, sinus packings, ear packings, and ear wicks ¿ rarely, displacement and ingestion of a nasal dressing may occur. Merocel sponge is non-toxic and is considered safe to pass once it is completely in the alimentary tract. The patient should be monitored in the normal manner for the ingestion of any non-toxic material. Clinical confirmation that packing material has not been aspirated or is not in danger of being aspirated should be assessed. If aspiration should occur, prompt medical intervention is imperative with close patient monitoring and airway support pending the removal of the material. Insertion: ¿ tape any locator strings to cheek. K.i.s.s (kennedy intranasal surgery sponge) secure: ¿ secure the string anteriorly by clamping it to the patient¿s drape, by tying the strings from the pack in both nostrils over the columella or by attaching the button to the patient¿s skin. Ensure that the pack is firmly secured in place before starting the operative procedure. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.